Manufacturer narrative:
An certain® gold-tite® hexed screw (item # iunihg) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #/ item # and lot # (DHR/IFU/rmf). No pre-existing conditions were noted on the per. The reported device is currently located on an unknown tooth #, which is why it has yet to be returned. Pictures were provided. While they show the reported product and loosening of the cement retained crown from the abutment, there is insufficient evidence in the images to confirm a loosening of the reported iunihg from its implant. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/ CAPA/ hhe/ d/ie/ product holds for the reported device related to the reported event. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw loosening) or device (iunihg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device remains in use.

Event description:
It was reported that a loosening screw (iunihg). Screw remains in used until replacement is received.